Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 135-600mg/dl and manual injections were administered to address the elevated bg levels. During a pump system check a new cartridge was loaded and a minimum fill notification was received leading to an air leak as the cause of the occlusion. The customer reported manual injections were to be used for insulin therapy.